Event description:
The customer reported that the distal end is broken on the flex deflectable videoscope. The reported allegation occurred during service/maintenance; not in a clinical setting. The cause of the reported issue is unknown. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.